Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter breakage was found after use. Per additional information via email from ibc on 08oct2020, there were no missing pieces. Per notification via investigator on 13jan2021 based on the sample received the failure occurred on the sample port connector, which is considered a component of drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter breakage was found after use. Per additional information via email from ibc on 08oct2020, there were no missing pieces.